Event description:
Reporter called to report an incident that occurred with her mother yesterday. While visiting with her mother at an assisted living facility, she stepped out for approximately one hour for lunch. Upon returning to the facility, she found her mother on the floor beside her bed, calling for help. Her mother was emergently taken to the hospital with facial bruising and a "bump on her head" and is still at the hospital today. Reporter stated that the bed that her mother is in, is very narrow and does not have any safety mechanisms to prevent patients from falling off, which is a danger for the elderly who are being cared for. Reporter was informed that the facility is not allowed to have safety rails because it can be a danger-hazard for the inpatients.